Event description:
It was reported to vyaire medical that the manual bag was ripped while being pressurized by hand. The patient had a temporary drop in spo2 (oxygen saturation) during surgery, the oxygen dropped to low 80s, then recovered. Furthermore, there is no harm done to the patient. The broken manual bag was replaced immediately.

Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Result of investigation: the device history record for the part number: agnx2xxx, lot number: 0004258034 was reviewed and no issues were found. Based on the investigation and since customer sent pictures and no physical sample of (B)(4) with lot number: 0004258034 for the investigation. In the pictures we can appreciate that the green bag part number: r5063ebma (used for the manufacturing of fg agnx2xxx) has a tear confirming the reported defect. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.